Event description:
A report was received stating the listed device was found slowly leaking from the device cuff while in use. The reporter does not know how long the device was in use or if the device had been reprocessed. No adverse health effects to the patient.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and investigated, the manufacturer will file a follow-up report detailing the results.